Event description:
It was reported that the device was experiencing non-sustained lead noise due to t-wave oversensing while the patient was in a potential range for tachycardia. Device programming was recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.